Event description:
The technician alleged the hi/lo system did not work. He found the cable assembly for hi/lo had plastic barrier damage and copper was showing. The technician replaced the cable to resolve.